Event description:
The event is reported as: complaint alleges: the device fractured during use on a pt. Additional info has been requested.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.